Event description:
Lilly event description - forteo plunger bounces back and she wasn't able to get the dose last night, lilly event forteo pen dose button was hard to push down, causing him to put more pressure on the pen and wife, which caused it to hurt her at injection site. Date of lilly report 30-jan-2025, lilly date of event 27-jan-2025, sample status discard, lilly report is attached to this case.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.